Event description:
The staff in the ed reported that pulse ox results displayed by the monitor were not reliable. After comparing with the results of portable monitor readings, and are in fact, much different according to the report from the staff. Biomed performed checks on the monitors and the spo2 modules, and they seem to operating properly. No problems were detected by biomedical. The staff lacks confidence in these monitors. Follow up reveals the company is replacing cables and checking out several of the monitors.